Event description:
It is reported that the patient is experiencing swelling, pain and implant loosening.

Manufacturer narrative:
Primary operative notes state the knee had excellent flexion and extension with stability throughout range of motion and proper alignment with central tracking. No information regarding cementing technique was provided, other than allowing the cement to harden prior to range of motion check. Bone scan report dated (B)(6) 2014, state impression findings are inflammatory uptake in the right knee along the tibial plateau, which is compatible with prosthesis loosening or other inflammatory process. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Compatibility of components implanted was checked with no issues noted. A definitive root cause cannot be determined with the information provided. The device history records were reviewed and indicate the devices were manufactured, inspected, and packaged to specifications.